Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy march 18 2015') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('prayers u get pain under control') and menorrhagia ('bleeding and blood clot') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastronomical / intestinal issues"), muscle spasms ("muscle spasming"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("seropositive ra"), migraine ("migraine"), muscle twitching ("muscle twitching"), menopause ("menopause"), vulvovaginal mycotic infection ("vaginal yeast infection"), genital haemorrhage ("bleeding"), anaemia ("anemic") and oral candidiasis ("thrush on tongue") and underwent gastrointestinal tube insertion ("feeding tube / unable to eat solid food"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, gastrointestinal tube insertion, gastrointestinal disorder, muscle spasms, systemic lupus erythematosus, rheumatoid arthritis, migraine, muscle twitching, menopause, vulvovaginal mycotic infection, genital haemorrhage, anaemia and oral candidiasis outcome was unknown. The reporter considered anaemia, gastrointestinal disorder, gastrointestinal tube insertion, genital haemorrhage, menopause, menorrhagia, migraine, muscle spasms, muscle twitching, oral candidiasis, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in social media: pelvic pain, gastrointestinal disorder and gastrointestinal tube insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Events: lupus, ra, bleeding, blood clot, migraine, ablation, vaginal yeast infection, thrush on tongue, anemic were added. Essure insertion date updated. Fu 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('prayers u get pain under control') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received- event medical device removal updated to pelvic pain female. New reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('prayers u get pain under control') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("gastronomical / intestinal issues") and underwent gastrointestinal tube insertion ("feeding tube / unable to eat solid food"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gastrointestinal tube insertion and gastrointestinal disorder outcome was unknown. The reporter considered gastrointestinal disorder, gastrointestinal tube insertion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in social media: pelvic pain, gastrointestinal disorder and gastrointestinal tube insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added- gastronomical / intestinal issues and feeding tube/ unable to eat solid food. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.